Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was requested, but not returned to ortho for further investigation. (B)(4).

Event description:
Event 2 of 2. Customer reporting one event of rh discrepancy for sample from pregnant female. Event 1: according to customer,sample with no history, was tested at facility on 12/7/2015 using ortho anti-d bioclone lot # db303a1 exp 6/13/2016. Sample showed negative reaction at immediate spin, so site reported patient blood type as group ab, rh negative. No weak d testing was performed. Event 2: customer further added new sample was collected from patient on (B)(6) 2016 and again testing using the same anti-d bioclone lot # and again the rh result was negative. (No weak d testing performed on samples). According to customer, patient went to second facility and using another manufacturers anti-d antisera, patient was type as group ab, rh positive (2+ positive at immediate spin with anti-d reagent). Because of discrepancy, new sample was collected from patient on (B)(6) 2016 and again with repeat testing using that same manufacturers antisera, patient typed as group ab, rh positive. Customer further added, sample from sister facility was sent to initial facility on (B)(6) 2016 and in testing sample using another lot of ortho anti-d bioclone and customer saw weak-microscopic mixed field reaction. (Review reactions under the microscope and lamp). Daily qc testing was acceptable on each day of testing. Customer was not able to retest sample with original lot # of anti-d antisera, (reagent was no longer available). Issue started on: (B)(6) 2015 reported 6/9/2016. Frequency: 2 samples from same patient. Methodology used: tube method. Reaction grade obtained: negative at is spin. Test repeated: yes, but at different facility using competitors anti-d and rh typing was reported as rh positive. No physical issues noted with lot. Customer states they passed visual inspection. Ortho discussed clones used in ocd anti-d antisera vs other system. Customer is aware of variances among clones. Ortho also recommend molecular testing for future confirmation. Customer satisfied with discussion. Only reporting incident for documentation. Ortho request sample for testing; however according to customer, sample is not available for returns. Initial samples from (B)(6) were discarded. Sample from secondary facility is also not available for returns. Ortho followed up with customer on whether patient was administered rhogam and was told no rhogam was administered to patient.